Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. The top and bottom cases, right and left plunger cases were cracked. Error history log review found a motor not running error. The root cause of the reported issue was found to be from normal wear on motor issues, parts were over 10 years old. Actions were taken to mitigate the reported issue: replaced the motor assembly, also replaced damaged top and bottom cases.

Event description:
It was reported that the pump had motor issues and broken cases. No patient injury was reported.